Event description:
Boston scientific was notified that during an event the gdc 18-3d 3d-shape synerg detection circuit was all placed insude aneurysm, the connecting cables were connected onto the pusher wire and the power was turned on. Instantaneously, the power box alarm went on and showed a voltage at 11. Pressed the resume button and got the same power alarm. Checked the pusher wire and realized that the coil was detached. The main coil prematurely detached. The pt did not suffer any complications as a result of this event.